Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty flow meter. The device was evaluated and the reported issue was confirmed due to a faulty flow meter as it was noted that the control panel indicates no flow, however it was visually confirmed there was flow by viewing flow through a shunt. Replaced the flowmeter. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that nurse had been tried to start therapy, but device continued to prime and stop. They were in the process of changing out the pads when nurse called. They have only changed the thigh pads and are hesitant to change the chest pads as the patient was already very unstable. Therapy was stopped. Had the nurse ensure all four pads were connected and tried to start therapy again. In diagnostics system hours was 5005, pump hours was 4498, inlet pressure was -7.1psi, flow rate was 0lpm, circulation pump command was 75percentage. Tried dc/rc all pads used proper technique. No change in values. This could be a flow meter issue. Suggested connecting those pads to another arctic sun device and see if it flows. If so, send first device to biomed. If not, it was suggested to please page them again so they could troubleshoot the pads. No further calls from that customer. Biomed stated that the device gave a low flow error and had a flow of 0.0. Circulation pump command was 48 percentage. Inlet pressure was -7.0. Flow visible and suction present at left port of manifold. Flow meter failure. Per investigator notification received on (B)(6) 2023, it was reported that the circulation pump outlet tube was expanded causing the diverter to fall out of the end and one tank seal that came loose during repairs.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse had been tried to start therapy, but device continued to prime and stop. They were in the process of changing out the pads when nurse called. They have only changed the thigh pads and are hesitant to change the chest pads as the patient was already very unstable. Therapy was stopped. Had the nurse ensure all four pads were connected and tried to start therapy again. In diagnostics system hours was 5005, pump hours was 4498, inlet pressure was -7.1psi, flow rate was 0lpm, circulation pump command was 75 percentage. Tried dc/rc all pads used proper technique. No change in values. This could be a flow meter issue. Suggested connecting those pads to another arctic sun device and see if it flows. If so, send first device to biomed. If not, it was suggested to please page them again so they could troubleshoot the pads. No further calls from that customer. Biomed stated that the device gave a low flow error and had a flow of 0.0. Circulation pump command was 48 percentage. Inlet pressure was -7.0. Flow visible and suction present at left port of manifold. Flow meter failure.